Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that customer reported absence of audio alarm. Customer reported self test resulted in insulin pump error and battery error. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, active current test, sleep current test and self test. Pump error 63 alarm confirmed in pump history file due to broken trace u1 pin6(sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No failed battery test noted during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay and pillowing keypad overlay.